Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the harmonyair monitor carrier. During the technician's inspection he found that the rotational stop which is part of the bearing system was broken. The technician further observed that the top brake wires and control board were damaged. The internal hoses/cables inside the boom were also damaged which may be attributed to the hoses/cables being stretched and tangled from the monitor carriers arm's being over rotated. The technician repaired the unit, tested the function and operation and returned the unit to service. The harmonyair monitor carrier subject of the reported event is not under steris service contract for preventive maintenance; the user facility is responsible for maintenance activities. A complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a "metal bearing" fell from their harmonyair monitor carrier into the sterile field. The sterile field was reestablished, and the procedure was completed successfully following a delay. No report of injury.